Event description:
It was reported that an erbe system; argon plasma coagulator (apc) [model apc2, electrosurgical unit (esu/generator) [model vio 300 d, and filter integrated argon plasma coagulation (fiapc) probe was used in a procedure to treat multiple arteriovenous malformations (avms) in the right colon/cecum. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 25 watts with a 1.0 liter/minute gas flow. During argon plasma coagulation, the tip of the probe touched the mucosa resulting in an emphysema. A CT scan showed free air. Therefore, the patient was treated with antibiotics and held for observation overnight. No further issues with the patient occurred.

Manufacturer narrative:
No product problem was reported or suspected in the event. Therefore, the apc, esu, or fiapc probe were not returned for an evaluation. A device history record (DHR) review at erbe did not reveal any anomalies with the apc/esu system. In conclusion, no equipment problem was related to the incident or caused the reported issue. The possibility of this type of complication is addressed in the notes on use as a warning as follows: "gas embolisms, gas emphysema. To prevent gas embolisms, the argon flow rate must not be set high enough that argon is blown into open vessels. To prevent gas embolisms, or emphysema, never point the distal end of apc probes directly towards open vessels or press against tissue." To further address the issue, additional in-service work was performed in 2009, with the involved physician. Erbe USA, inc. Is now closing the file on this event.